Manufacturer narrative:
Continuation of d10: product ID 8731, serial# (B)(6), implanted: (B)(6) 2004, product type catheter, ubd 2006-04-19; UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that no diagnostics or action was performed as of (B)(6) 2025.the issue was not resolved. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that a dye study was performed on (B)(6) 2025 and unable to aspirate the catheter. The patient will have magnetic resonance imaging (MRI) on (B)(6) 2025, then will be referred to another physician for possible catheter revision. The physician requested infusion rate be set to minimum rate in the meantime.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient came in for a refill today and they expected to aspirate 2.4ml from the reservoir. They were able to get all 20ml, indicating an out of specification volume discrepancy (outside the +/- 14.5% pump flow rate accuracy specification) of 100% less drug delivered than expected. The manufacturer representative stated that there were no alarms in the logs. The manufacturer's technical services specialist (tss) recommended performing a dye study.